Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a tension-free vaginal tape (tvt) procedure on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, at the initial follow-up appointment on (B)(6) 2011, the patient presented with vaginal discharge and mild right-sided pain at the incision site. At the six-week follow-up appointment on (B)(6) 2011, the patient presented with a sinus infection and a yeast infection. On (B)(6) 2012, the patient complained of burning discomfort and discharge (vestibulitis), but no vaginal tenderness was reported. The physician noted the presence of clitoral lichen sclerosus and prescribed clionasterol. A follow-up examination on (B)(6) 2012 revealed that the lichen sclerosus was still present; therefore, testosterol cream was added to the regimen. On (B)(6) 2012, the lichen sclerosus was found to have markedly improved. The patient was last seen on (B)(6) 2012 with no further problems or complaints reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.